Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient states they have been having issues with this device. There seems to be a strange odor when the patient awakes in the morning. The user alleges when they remove the device to take a breathing treatment, they are experiencing difficulty breathing and shortness of breath, resulting in needing more breathing treatments than normal. The user alleges the filter between the tube and the machine has changed color, it is a beige cream color. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported wrong information in section b2 as product problem. After review, it was determined that section b2 should be serious injury. Section b2 corrected in this report.